Manufacturer narrative:
(B)(4). The patient was transferred to the intensive care unit (ICU) eighteen days after the onset of peritonitis. The transfer to a higher level of care was related to heart failure and respiratory failure manifested by very weak health status. The heart failure and respiratory failure were separate diseases and not related to peritonitis. The patient was hospitalized for twenty four days before recovering from peritonitis and being discharged from the hospital.

Event description:
It was reported a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy, while using unknown baxter disposables. On the same day, the patient was hospitalized and began treatment with cefazolin intraperitoneally (ip) (1 gm, twice daily) and gentamicin ip (40 mg, twice daily) for peritonitis. At the time of this report, peritonitis was not resolved. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unknown date in 1941. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.